Event description:
Gambro received a complaint in 2007 from a facility who reported that a pt, 2.5 hours into a four-hour treatment, experienced what appeared to be air emboli on a phoenix machine. The pt complained of shortness of breath (sob) and chest pain (cp) and was given 2l of oxygen (o2) via nasal cannula, placed in the trendelenberg position and put on his left side per the typical air emboli protocol. The pt recovered approx 1.5 hours later with no apparent injury and was discharged home. The customer ran a pt simulation after the event and the machine performed according to MFR's specifications. The ultrasonic air in blood detector (uabd) worked according to MFR's specifications.